Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 3.8, lab: 1.9. Time between testing: 2 hours therapeutic range 2.5-3.5. Pt self tester was hospitalized with blood clot on (B)(6). Lovenox was given on (B)(6). Warfarin was withheld on (B)(6).